Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was returned with the rest of the device. The remaining waveguide and the broken piece were inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide probably came in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping.

Event description:
The customer originally reported that the device was defective and no additional details were provided by the site contact. The device was returned with a piece disengaged from the active waveguide. The broken piece was returned with the remainder of the dissector.